Manufacturer narrative:
On 31-oct-2019, mentor received the suspect medical device. Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast saline implant. During visual inspection of the device it was observed with no apparent damage. Leak testing revealed a tear at anterior view, measuring approximately 0.1 cm microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 380cc mentor smooth round high profile, catalog # 3503380, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a 380cc mentor smooth round high profile saline breast implant and experienced postoperative right-sided deflation, confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019.